Event description:
A family member reported that on (B)(6) 2011 the patient's blood glucose (bg) was at 400mg/dl at bedtime, which is normal range. The patient bolused and woke up on (B)(6) 2011 with a bg of 430mg/dl, vomiting, and positive ketones. The patient was subsequently taken to the hospital and diagnosed with diabetic keto-acidosis. He was treated with intravenous insulin and was discharged with a bg of 246mg/dl. Customer support (cs) completed troubleshooting with the family member and found that pump settings were correct. Cs determined that there were no mechanical issues with the pump. This complaint is being reported because of the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, it was found that the pump was returned and investigated on a subsequent complaint in (B)(6) 2012 and no defect was found in that evaluation. The unit was disposed of and no longer available. Review of achieved black box data found the date range did not cover the complaint date of this complaint due to continued customer use. For the available date range, the total daily delivery added up correctly and reflected the user¿s programmed basal rates. The alleged adverse event in this complaint cannot be fully investigated and no conclusion can be drawn. (B)(4).